Event description:
As reported by our edwards lifesciences japanese affiliate, approximately one (1) day post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the patient's lactate dehydrogenase (ldh) was observed to be high. At the one month follow up outpatient visit, an echocardiogram was performed revealing mild paravalvular leak (pvl). It was noted prior to the tavr procedure that the pvl had been trivial. Approximately thirty-eight (38) days post tavr procedure, the patient developed hemolytic anemia. The patient also developed dyspnea. Approximately fifty-four (54) days post tavr procedure, the patient was hospitalized due to anemia. A bav was performed as treatment, but the pvl did not improve. A decision was then made to continue monitoring the patient at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed approximately 2 days post transcatheter aortic valve replacement (tavr) procedure, there was mild medial paravalvular leak (pvl). Approximately 1 month 8 days post tavr procedure, the pvl was noted to have increased to mild-moderate in the same location. Approximately 2 months post tavr procedure, the pvl severity was noted to have remained the same even after a post-dilation was performed on the valve. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak is identified as a potential risk associated with the transcatheter aortic valve implantation (tavi) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the paravalvular leak (pvl) that reportedly resulted in hemolytic anemia and resulted in a blood transfusion and post-dilation being performed to treat was confirmed based on the provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Additional information was provided revealing the patient had an annulus area of 428 mm2 with no calcification. The valve area is within the recommendation range for a 23 mm transcatheter heart valve (thv) size. Therefore, an undersized thv was not considered a cause or contributing factor to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, a definitive root cause was unable to be determined at this time; however, the event may be due to patient factors and/or procedural factors not provided. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest mild-moderate pvl may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was initiated for this type of event. Additionally, a corrective and preventive action (CAPA) was initiated to further investigate this type of event.

Manufacturer narrative:
Additional information was received revealing the mild paravalvular leak (pvl) observed approximately one (1) month post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve had become moderate. The patient was treated with medication and blood transfusion. Subsequently, approximately fifty-six (56) days post tavr procedure, a bav (post-dilation of the valve) was performed. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak (pvl) is listed as a potential risk associated with the transcatheter aortic valve implantation (tavi) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the paravalvular leak (pvl) that resulted in an intervention was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra resilia valve was performed. Pvl was trivial preoperatively and was mild at the one month follow up by echocardiogram." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, a definitive root cause was unable to be determined; however, the event may be due to patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: e1 (telephone number) and h6 (health effect - impact code). Additional information was provided by our edwards lifesciences affiliate in japan revealing the 23 mm sapien 3 ultra resilia valve was explanted due to the paravalvular leak (pvl). No additional details were provided.